Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that an "eoe" error code occurred on the heater cooler unit. As a result, al alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.